Event description:
This is filed to report patient death. It was reported through the pmcf report, that the supera stent may be related to the adverse patient effects of death, revascularization, unplanned amputation / surgical intervention, and re-hospitalization. Details are listed in the attached report, titled post-market clinical follow-up evaluation report peripheral self-expanding stents.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number was not reported, and the device was not returned. The reported patient effect of death is listed in the supera peripheral stent systems instructions for use as a potential adverse event. A conclusive cause for the reported death and the relationship to the product, if any, cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B2 - date of death: estimated. B3 - date of event: estimated. D4 - the UDI is not known as the part and lot number were not provided. D6a - implant date: estimated. The additional patient effects reported in the pmcf are captured under a separate medwatch report. Literature attachment: article title "post market clinical follow-up evaluation report peripheral self-expanding stents, revision e".